Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted. No grinding noise heard, either.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a faulty reservoir set. The customer stated that they had the pump replaced due to damage in the reservoir compartment. The customer stated that she heard a grinding noise after she changed the reservoir when the pump was damaged.